Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. High power visual inspection of the header and pulse generator case noted no anomalies. An implant verification assistant (iva) diagnostic download could not be performed as the device had gone through the rpt (returns product test) prior to detailed analysis. A review of the session file noted the beeper was disabled and that the s-ICD was put into MRI protection mode a total of seven times during its implant history. The battery status noted the remaining battery life to elective replacement indicator was at 48 percent. No suspicious codes and/or resents were noted and the voltage measurements were normal. Review of the rpt testing noted that the s-ICD did not pass the 'speaker on' count test, with a count of zero. The expected count is two. The device passed all other tests. Following the download iva session noted that the beeper was enabled. No tones were heard with magnet application. Using iva a 'ping' command was executed, and no tones were heard. The 'enable annunciator' command was executed, and again, no tones were heard with magnet application. The annunciator disable setting was turned on, then off. No tones were heard with magnet application. The s-ICD case was then cut open and the battery was removed from the circuit. An external power source was applied to the circuit, where a very slight beeping from the speaker could be heard during the power-up sequence. This would have been too weak to hear through the device case. The current drain of the battery was observed to be normal, and the premature battery depletion allegation could not be confirmed. Review of memory noted that MRI mode was enabled multiple times, where exposure to such MRI conditions repeatedly can weaken the speaker and was the cause of the speaker test anomaly observed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.